Event description:
Literature was reviewed regarding mirror image artifact with pacing leads. The authors described patients who all had lead failures, all with mirror image artifact. One patient experienced recurrent episodes of dizziness and syncope while lifting their arms and another had new-onset pectoral muscle twitching due to a polarity switch. The right ventricular (rv) leads exhibited oversensing of atrial signals which resulted in pacing inhibition, crosstalk of ventricular signals reflected on the atrial channel, increased rv thresholds, sudden decrease in rv lead impedance, noise was noted on both rv and right atrial (ra) leads with high sensing integrity counter (sic). Some of the leads were reprogrammed and some were explanted and replaced. Leads which were explanted showed severe insulation breaches with frayed leads and outer conductors exposed. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is female. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: mirror, mirror in the leads, is there insulation breach? Heart rhythm case reports. 2025. 11:878¿885. Doi: 10.1016/j.hrcr.2025.06.013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.